Event description:
The facility representative contacted baxter to report an infusor in which the device stopped delivery. The event occurred during patient use, at the patient's home. There was patient involvement. The device was filled with 5-fluorouracil and normal saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint incident for "no flow/non delivery" was not confirmed. Examination of the infusor and the needle showed no signs of blockage that could have caused the reported condition. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.